Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was failed and not detected on bus. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was that the drawer was failed. The field service engineer (fse) reseated the row board cable on the drawer controller printed circuit board (pcb). After completing the repair, proper operation was verified through diagnostics and application testing to ensure functionality. The system functioned as intended after the field service engineer repaired the device.